Manufacturer narrative:
(B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid could not be absorbed, resulting in a 5 minute delay to surgery. The surgery was completed with another batch. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.